Event description:
In 2001 the end-user called disetronic and stated that the luer lock cracked when connected to pump. The luer lock did not connect correctly. In march 2001 maersk medical received the complaint and 1 used infusion set. The near-incident took place in germany.